Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated and repaired by the customer. The ventilator's software was re-loaded to address the issue.

Manufacturer narrative:
Device evaluated by a third party.